Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding a cartridge alarm 1 during bolus delivery. Reportedly, the customer's blood glucose (bg) level was 300 to the low 400's (mg/dl). The contact indicated that bg's would be resolved by changing the cartridge.